Manufacturer narrative:
Additional info: g.3 this 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8913ds was received for investigation. Visual inspection identified that the suture had fragmented, with both buttons no longer looped to the construct. No damage was present to the buttons. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 1/20/2022, it was reported by a sales representative via email that an ar-8913ds mini tightrope inserter shaft's sutures were unbuttoned and surgeon had to reattach them in order to be used. During the procedure, surgeon was applying tension to the sutures and the broke off. This was discovered during a procedure on (B)(6) 2022 additional information received 1/21/2022: this was discovered during a lisfranc ligament injury procedure. Surgeon removed all the broken sutures from inside the patient and was able to complete the case using another ar-8913ds from lot number 13635602.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8913ds was received for investigation. Visual inspection identified that the suture had fragmented, with both buttons no longer looped to the construct. No damage was present to the buttons. The cause remains undetermined, although a probable cause is attributed to excessive force applied during tensioning.